Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and the left ventricular (lv) lead exhibited a loss of capture. Technical services (ts) reviewed device data and observed oversensing of atrial signals in the ventricular channel. The left ventricular automatic threshold (lvat) test revealed there was no lv to right ventricular (rv) conduction. It was noted the patient was device dependent. Ts suspected the lv lead was dislodged. Ts recommended performing a chest x-ray, reprogramming to rv only, and to revise this lv lead. This crt-p remains in service. No adverse patient effects were reported.